Event description:
A break in the retention dome during traction removal. The indwell time was 126 days. The dome portion was removed endoscopically using grasping forceps.

Manufacturer narrative:
The complaint was confirmed. The ponsky retention dome tore from the gastrostomy tube. Fragments of the dome material were adhered to the distal end of the tube, but portions of the tube were visible where the dome had been attached. The feeding tube was swollen and discolored proximal to the 3cm depth mark. It is possible that excessive force was applied during the insertion or removal of this device. The complainant indicates the device had been in place for 126 days. The product IFU warns, "do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract. Gastrostomy tubes which have been in place for long periods of time, i.e., greater than one year, may have an increased potential for dome separation during traction removal. Visually confirm tube patency prior to traction removal." A chr of lot# huta1527 showed no other similar product complaint(s) from this lot number.